Event description:
It was reported that both implants fired in one shot. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿both implants fired in one shot.¿ the t¿s and suture were returned separated from the device. The anchors had been cinched and knotted. T1 had been bent as when pulled back through tissue. The depth limiter was attached. There was bio matter as well as an unknown substance on the device and packaging. There was hair and black dirt found on both. The device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met predetermined specifications upon release to distribution.